Manufacturer narrative:
The customer performed repeatability testing with acceptable results. Frequent "abnormal aspiration" alarms were observed on the alarm trace data between 17-jan-2023 and 19-jan-2023. The photometer lamp and cuvettes were replaced according to product labeling. The customer cleans the sample and reagent probes regularly. All necessary special wash programming has been installed. No non-roche reagents are installed on the instrument. The customer has had no further issues. The investigation is ongoing.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for tp2 total protein gen.2 (tp2) on a cobas 8000 c 702 module. The initial result was 1.42 g/l. On (B)(6) 2023 the sample was repeated on a different cobas instrument with a result of 65.4 g/l. This result corresponded to the patient¿s health. The questionable low result was not reported outside of the laboratory. The tp2 reagent lot number was 66367801 with an expiration date of 31-dec-2023.

Manufacturer narrative:
Relevant calibration data from 13-jan-2023 was reviewed and was acceptable. Qc was acceptable. Precision check results were acceptable. A general reagent problem was excluded as calibration and qc were acceptable. Based on the frequent aspiration alarms on the alarm trace data, the investigation determined the event was consistent with a contaminated sample probe due to pre-analytical handling issues. The investigation did not identify a product problem.